Event description:
It was reported to boston scientific corporation in 2006 that a tru path biopsy devices was used during a prostate biopsy procedure (patient weight is unknown) the same day. The physician had strong difficulties re-arming the device after retrieving the sample, requiring the device to be rearmed three times after retrieval of the sample. Additionally, one of the devices spontaneously misfired destroying a sample, requiring an additional biopsy. The samples retrieved were of very poor quality. No patient complications were reported as a result of this event. Note: this report is being filed for the first of two devices involved, please refer to MFR# 3005099803-2009-1744 for the report on the other device.

Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacturing and expiration dates are unknown. A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. A review of the device history record and lot history could not be conducted due to no lot number being provided. The root cause of the reported malfunction could not be determined. Product unavailable for analysis.